Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the partial lead in segments was returned and analyzed and the distal conductor was fractured. There was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the lead was stretched and flexed near the anchoring sleeve.

Event description:
It was reported that the atrial lead had high impedance and the patient had exit block. The lead was partially removed, and replaced. No patient complications have been reported as a result of this event.